Event description:
It was reported that a 511sd, 355sd and a uv120 were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 511sd security mechanism did not work. The 355sd trocar safety shield would not retract. The uv120 did not retract. There was not consequence to the pt.